Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-05235. The pt has three leads (two are the same model/lot). It was reported, the pt was hit by a baseball. Afterwards, the pt began to experience abdominal stimulation. X-rays were taken and revealed lead migration. The pt will undergo surgical intervention to address the issue.